Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show fatal error in log. The patient's complaint was confirmed because there were fatal errors on the log. The reported event of a failed transmitter error was confirmed. The root cause is a low battery